Event description:
Facility reported that risk manager bedside mat slipped on floor and employee fell backward. She fell onto a wheelchair and hurt her back. She is undergoing physical therapy for a bulging disk and on restricted duty at work.